Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station stuck on password screen. User rebooted the station, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station stuck on password screen. The field service engineer (fse) found station on black screen with error disk not found. Fse reseated the hard drive cable, removed and replaced tie straps, and properly secured the connection to ensure stable connectivity. The system functioned as intended after the field service engineer repaired the device.